Manufacturer narrative:
Addtional information is required to complete the investigation. The user will be contacted and follow-up will be provided.

Event description:
It was reported that the abutment fell off patient's mouth. However, the healing abutment is holding in place, so it appears the issue is with either the abutment itself or the titanium screw.